Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion was not predilated, and the promus stent dislodged during use in the left main. The dislodged stent was successfully retrieved with a snare device. The procedure was completed with a 4.0 x 15 mm promus stent. There were no patient effects reported. No additional event or patient information is available.